Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time they got discharged. The customer was given intravenous saline to treat after the pump was suspended. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer stated that they might have over corrected for a high. The customer was found by the state police driving 30 miles per hour on a highway. The customer mentioned getting a sensor end alert and throwing away the sensor and transmitter while at the hospital. The insulin pump will not be returned for analysis.